Event description:
The right atrial (ra) lead was returned to the manufacturer after being explanted and replaced electively per physician due to the associated rv lead. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant products: 5076 implantable pacing lead, (B)(6) 2006. (B)(4).